Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen on (B)(6) 2015 using coolmax applicator who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as the texture being firmer than the surrounding tissue, and the volume of the area being nearly doubled. The patient is a physician who thinks he has developed paradoxical hyperplasia (ph) to the treated lower abdomen.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen on (B)(6) 2015 using coolmax applicator who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as the texture being firmer than the surrounding tissue, and the volume of the area being nearly doubled. The patient is a physician who thinks he has developed paradoxical hyperplasia (ph) to the treated lower abdomen.

Manufacturer narrative:
Corrected data d1 - brand name.